Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have its door out of calibration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. During functional testing the door was found to be out of calibration; the cause of this was unknown. To correct the condition, the safety clamp shim was installed and the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.